Event description:
AED flashing red light. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat¿ from heartsine technologies on the 27th january 2015. The device was returned for ¿AED flashing red light¿. Despite being unable to repeat the fault during the investigation, there was a physical defect detected with the -ve battery terminal pogo pin. The -ve pogo pin did not present a significant resistance when pressed. This defect would account for the low battery warning detailed in the history log, due to an intermittent battery terminal connection when a pad-pak was installed. The returned pad-pak was measured, and the battery voltages were found to be consistent with that of an expiry of july 2023 and would not have been low enough to trigger a low battery warning. The device successfully passed final unit test, h017-014-204, on the 27th january 2015. Therefore, this report concludes that the component failed after dispatch from heartsine. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
AED flashing red light. There was no patient involved in this event.